Event description:
The reporter indicated that the site's (B) (4) hand held device received a "battery going" message during a device interrogation and would not shut off. The reporter also indicated that the device was performing slowly. Good faith attempts for product return have been unsuccessful to date.